Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the adhesive on the objective lens of the endoeye deflectable videoscope was peeled. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event ¿the objective lens glue was peeled off¿ was observed. The root cause could not be identified. The probable cause was determined as due to stress of repeated use, external factors, or handling of the device. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ was confirmed to describe how to inspect for the subject event. Olympus will continue to monitor field performance for this device.